Manufacturer narrative:
D10 - date returned to mfg - november 16, 2020. H10 - one used list #142560488, primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch; lot #4552496 was received for evaluation. The customer returned an image which appeared to show fluid accumulating around the filter inlet and the outlet filter appeared to be saturated. As received, the set was visually inspected and the inlet and outlet filters were saturated with prior infusate solution. There were no other anomalies on the set. The set was hydrostatic pressure leak tested per product specifications and the inlet and the outlet filter leaked, no other leaks occurred along the fluid path. The complaint can be confirmed, the probable cause of the leaking filters is due to temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction. The lot history was reviewed and no nonconformities were found that may have contributed to the complaint.

Manufacturer narrative:
The device is available for evaluation. It is yet to be received. Initial reporter facility name: (B)(6) medical university hospital ((B)(6) hospital).

Event description:
The customer reported a plum set that the micron filter leaked during an epirubicin infusion. There was patient involvement but no harm reported.